Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 600 mg/dl and he received a reading of 226 mg/dl from his sensor. The customer stated he had not noticed bent cannulas on a previous sensor. Calibration and insertion techniques were discussed. Customer treated for high blood glucose with the insulin pump. Nothing further reported.